Event description:
The distributor reported that the keypad buttons were unresponsive and there is no additional information available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the up arrow button was found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contact.

Manufacturer narrative:
Follow-up #1 date of submission 12/06/2011 device evaluation: the pump has been returned and evaluated by product analysis on 12/06/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the up arrow keypad button was intermittently unresponsive. There was evidence of adhesive found under the up arrow key contact. (B)(6).